Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was filed. The product was returned and investigated. The logs were evaluated. Data logs shows there was a gradual rise in the purge pressure and while product investigation, biomaterial was found in the outflow cage and purge gap. The root cause of the issue was biomaterial found during return product investigation and data logs. The instructions for use states the following for high purge pressure: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ h6 impact code: change from 2199 to 4629.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp began to have high purge pressure and purge pressure alarms. Pump was replaced with the impella 5.5. There was no patient harm.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03281 was provided in sections b1, b5, d6, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedure outcome was that patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).